Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a pharmacist verify request issue. A technical support specialist remoted in and guided him through the correct process for submitting a pharmacist verify request and also checked myqlink to ensure that the request appeared on the pharmacy side and received confirmation from the pharmacy that they were able to issue the medication. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 when the user submitted an rxverify request to issue a medication, the pharmacy did not receive it. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.